Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 110b "proximal pressure sensor autozero failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) performed troubleshooting with the customer and found that the data acquisition (da) printed circuit board assembly (pcba) and solenoid valve may need to be replaced. The rse recommended replacing the solenoid valve, and if the issue persisted, the rse also suggested replacing the da pcba. A service quote consisting of the replacement da pcba and solenoid valve was sent to the customer for approval, and the customer accepted.

Manufacturer narrative:
A service engineer was dispatched onsite to evaluate and repair the device. The service engineer inspected the device, confirmed the 110b error, and found that the device had a lot of volume leakage. The service engineer adjusted the data acquisition (da) printed circuit board assembly (pcba), but the issue remained. The service engineer then replaced the da pcba and successfully performed verification testing, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.